Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and there was apparent explant damage. Concomitant products: (B)(4) implantable pulse generator 2012 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was implanted less than a month ago and since then the thresholds had increased and the impedance had decreased. There was a ventricular high rate episode the day of implant which may have been the rv lead dislodging. The rv lead was still in the ventricle but may have pulled back. The physician decided to replace the lead versus repositioning it. No patient complications have been reported as a result of this event.